Event description:
It was reported that about seven hrs after an acute tracheostomy procedure, when the hospital staff remove the inner cannula to clean, they discovered a gash in the inner cannula. The pt was examined with a fiber scope and no damage was observed. There was no pt harm. It was also noted that there was no prior inspection of the inner cannula before use on the pt.

Manufacturer narrative:
If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.